Event description:
It was reported that the patient underwent an artificial urinary sphincter replacement surgery due to a cuff leakage. All components were removed and replaced. No additional information was reported.